Event description:
The biomedical engineer reported a colleague infusion pump with a faulty lcd display. The event was reported to have occurred during use. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).device evaluation: the reported condition of a faulty liquid crystal display was confirmed during product evaluation. The assignable cause was a damaged main display. The main display was replaced to correct the reported condition.the user interface module software version is 8.11.00. Should additional information become available, a follow-up medwatch will be submitted.